Event description:
Alarms sounded from the pump and the iab leaked. The following was reported to datascope on 8/30/2000: the iab was inserted on 08/11/2000 but it would not pump. The "check iab catheter" alarm kept sounding from the pump. Troubleshooting proved unsuccessful. It was believed that the balloon had leaked. The iab was removed and another was not inserted. The pt expired on 8/12/2000 and it is unknown if the death was balloon related. The pt was really balloon dependent. It was uncertain if the pt's death was iab related. Event complications: unknown- reported 8/17/2000; pt expired on 8/12-rpt'd 8/30/2000. Pt's current status: unk-rpt'd 8/17/2000; expired-rpt'd 8/30.